Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: na. H6: health impact- clinical code: 4581 - double vision. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.00/+4.5/077 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. This was the replacement lens for MFR. Report # 2023826-2023-04772, but the problem was not resolved. The patient complained of double vision. At one day post-op, the double vision was improving. The cause of the event was unknown.